Event description:
It was reported that there was a crack in the minicap during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).a review of all batch record documents was conducted for lot number 13i12h15 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. A visual inspection was performed with a crack noted in the minicap. A dimensional analysis was performed and the results were found to be within specification. The reported problem was confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.